Event description:
It was reported that a large volume infusor underinfused. The customer stated that the total volume of solution to be infused was 240ml. After the expected infusion time of 48 hours, there was 120ml of solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: one sample was available for evaluation. No defect was observed during visual inspection and flow rate test. The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 10/03/2012 and 10/05/2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.